Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, constant downstream occlusion alarms were confirmed. Further evaluation was unable to reproduce the constant downstream occlusion alarms. Evaluation found the downstream current sensor reading with a fluid filled set to be out of specification. Evaluation found the downstream pressure plate gap to be out of specification. An adjustment was made to the pressure plate to correct this condition. The downstream tubing guide and gasket assembly were replaced.